Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the cutting wire breakage was caused by 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Another likely factor that could cause the tears of the coated portion of the cutting wire could be that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Additionally, it was found that the outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use 2-lumen sphincterotome incision function suddenly became impossible and the wire was found to have been broken. The issue occurred during a therapeutic endoscopic thoracic sympathectomy (ets) procedure. The intended procedure was completed using another similar device. There were no reports of patient or user harm associated with this event.